Manufacturer narrative:
Title: transcatheter aortic valve replacement in patients with prior chest irradiation and severe aortic stenosis citation: journal of radiation oncology (2016) 5:257¿263 (doi 10.1007/s13566-016-0251-x) authors: michael p. Chrissoheris, adamantios tsangaris, antonios chalapas <(>&<)> konstantinos spargias.

Event description:
Medtronic received information via literature review regarding the implant of the transcatheter bioprosthetic aortic valve in patient with prior chest irradiation and severe aortic stenosis. All data were collected from a single center between october 2010 and january 2015. The study population included 10 patients (5 male and 5 female; mean age 60.1 ± 13.5ears), 4 of which were implanted with medtronic corevalve. Among all patients, no deaths occurred. Among all patients adverse events included: 2 incidents of permanent pacemaker implant and 2 incidents of ¿life threatening bleeding¿ treated with a blood transfusion. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.